Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited damaged fiber bonding in the outer tube area (distal end) was damaged; broken meniscus of the charge coupled device (r-unit) section; and the foreign material in laser light cable (llk) plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. The most probable cause for the foreign material in the laser light cable (llk) plug of the video cable section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.